Manufacturer narrative:
Further info has been requested for this report. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
It was reported by company sales rep that there was balloon deflation after short period of time due to the pilot balloon. Pt was recannulated with the same tracheostomy tube.